Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her sensor broke off while removing it. The patient's blood glucose at the time of incident was 148 mg/dl. Troubleshooting was initiated and the customer was unable to locate the sensor cannula. She believes that it is still inside of her body. The customer was referred to their health care provider for treatment and was advised that an x-ray will be able to locate a sensor cannula inside of her. The sensor will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor cannula bent inside the sensor base. No broken or missing parts were observed during analysis. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.